Event description:
It was reported that the user received an occlusion alert while using an inset infusion set, and the issue resolved after the user performed a supply change with a new infusion set. Investigation included agent-led troubleshooting and user education. Customer care provided support that of this case revealed an infusion set occlusion associated with the infusion set component and not reproduced after replacement, consistent with an obstruction at the infusion site or set. Symptoms included interruption of insulin delivery consistent with an occlusion. Outcomes included resolution after the supply change with no reported medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion that resolved with standard troubleshooting.